Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the rep, the patient had a certas plus valve implanted on (B)(6) 2016. The patient had been having symptoms common to overdrainage. The surgeon performed a shunt contrast and all of the contrast was out of the patient's ventricles within a very short amount of time. The valve was at setting 7. On (B)(6) 2017, the valve was revised and replaced with another valve.

Manufacturer narrative:
Upon completion of the investigation it was noted that the valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The position of the cam when valve was received was at setting 7. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve failed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the flat spring of cam /ball arm assembly, on the helical spring, and on the ruby ball. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem found during investigation is due to the biological debris found on the flat spring of cam /ball arm assembly, on the helical spring, and on the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.